Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional test could not be completed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and window, and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during the fill cannula phase. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the call was not provided, but last known reading was 175 mg/dl earlier that day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.